Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an occlusion/blockage issue at the site. The patient also reported that infusion set cannula was the blue guard and symptoms were observed within hours of insertion. The insertion site was at abdomen. The patient replaced the infusion set and resumed on insulin successfully. No further information available.